Event description:
The customer reported that they were configuring the monitor, hit enter to accept, then the display went blank, and they were unable to power the unit back on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.